Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported communication or transmission problem was not confirmed. The pressure wire was able to be connected and calibrated. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported communication or transmission problem. It may be possible that an insufficient electrical contact occurred between the pressure wire and pwx transmitter, or a system issue occurred; however, this could not be confirmed. The noted bends/kinks, and separation of the sensor chip on the returned unit likely occurred during post-procedure handling and do not appear to be related to the difficulties. Based on the reported information and evaluation of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation with the pressure wire x, wireless device, connection failed and calibration was not performed. The transmitter light was steady yellow. Therefore, the device was not used in the patient and the procedure completed without using a replacement. There was no patient involvement and no clinically significant delay in the procedure. Return device analysis shows there was a separation of the sensor chip assembly. Only the proximal segment of the chip assembly remained in the sensor jacket. The distal segment was not returned. No additional information was provided.